Event description:
I had a hysterectomy on (B)(6) 2007 also a bladder sling to be done at the time of hysterectomy. In the last 2.5 years I've been treated for symptomatic diverticulitis with 2 antibiotics cipro and flagyl for a total of 9 times with 6 times occurring in the last 15 months. I was to see my gynecologist every 3 years post hysterectomy but close to that time my doctor had her medical license revoked for various reasons. I have since had a carpal tunnel release surgery that ended in massive infection and needed to be treated with an extensive horseshoe I&d surgery. Over the last couple of years, I have been forced to quit my career and concentrated on making my hand better with 8 months of occupational/physical therapy. Intermittently dealing with recurring pelvic pain and infections, so now was the time to see what was happening with my symptomatic diverticulitis which was confirmed through a CT-scan with IV and oral contrast that showed I do not have diverticulitis completely normal abdominal cavity. Now, I have been to a new gynecologist for an examination on (B)(6) 2013 and her findings were she could still see my surgical incisions from the bladder sling surgery. She stated at this point she should not see those wounds. I am being referred to a gynecologist/urologist here in (B)(6) with hopes of trying to figure the source of my infections.